Event description:
Report received from the USA stating "item was used in an "acf" procedure. The handpiece was smoking at the tip. There was a five minute delay during the procedure when the item was replaced with another handpiece durin surgery. There was no injury to the patient or user." No additional information reported.

Manufacturer narrative:
The device has been received by anspach. The event was not confirmed. The device was evaluated and was found to meet manufacturing specifications. No problem found. If any additional information is received, a supplemental report will be sent.